Event description:
Boston scientific received information that this product was part of a system revision due to a patient injury in the pocket area resulting in the device pocket partially opening and the occurrence of an infection. The physician removed the entire device system and implanted a new system approximately one week later. There were no additional adverse effects reported.

Manufacturer narrative:
All available information indicates this product was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.